Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were having difficulty recharging and that it was taking too long. The patient reported that they spent the last hour trying to recharge and were having a hard time getting a signal. The patient stated that they weren¿t getting any boxes. They had gotten it connected twice but would lose the boxes without even moving. When attempting a recharge session, the ¿poor coupling¿ screen was displayed on the recharger. Troubleshooting steps were performed but didn¿t resolve the issue. It was noted that the patient charges over their skin and uses a recharging belt. The antenna locate (al) feature was used and a recharge session was attempted. The issue was resolved and the patient was able to get to 8 bars, but then it dropped down to 4 bars. It was further reported that there were issues with the implantable neurostimulator (ins) pocket. The patient reported that it wasn¿t deep and was semi-flat. The patient stated that if they sit down, it would push the battery ¿up some.¿ it was noted that the issue started in (B)(6) 2016 or longer. It was further stated that the patient didn¿t have a healthcare provider (hcp) to follow up with as their managing physician moved. The patient mentioned that they also wanted to get their device reprogrammed and were recovering from a surgery that was not related to the device or therapy. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.